Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the medwatch report that the patient called the 24-hour "assist tech ¿, hotline on (B)(6) 2017 due to ¿high power¿ alarms on the lvad control unit, starting from 3:30 pm (system time). It was stated that there was immediate admission of the patient via emergency transport arranged. Evaluation of the data showed a continuous minor power increase over the last 7 days. Blood tests showed significantly increased hemolysis parameters. Acoustic measurement showed a clearly measurable third harmonic, as well as ¿undesired¿ subsequent harmonics 5 and 6, as a sign of a rotor imbalance. Due to the strong suspicion of intra-pump thrombosis, lysis therapy was carried out. Renewed normalization of the pump parameters occurred due to the lysis therapy. A third harmonic could no longer be demonstrated in the subsequent acoustic measurement. The patient could be discharged to his home environment. No additional information was available.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "high power" was confirmed via log analysis which revealed an increase in power consumption starting (B)(6) 2017. Parameters returned to normal on (B)(6) 2017. Multiple high watt alarms were logged since (B)(6) 2017. Of note, it was reported that the patient had an increase in hemolysis parameters. Lysis therapy was performed with pump parameters returning to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.